Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced stopper pop off and leakage. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: they laid the tube of blood on the counter and it exploded. In another incident the tube was leaking during a blood draw.

Manufacturer narrative:
Initial reporter name and address: initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo in support of this complaint. The photo was evaluated and the indicated issues of underfill, stopper pop off and leakage were not observed. Additionally, 100 retentions samples from the bd inventory were visually inspected with the closure correctly placed on the tubes. There were no cocked stoppers identified. Furthermore, 10 retention samples from the bd inventory were functionally tested and the issues of stopper pop off, leakage and underfill were not observed. Bd was unable to confirm the customer¿s indicated failure modes of stopper pop off, leak, and underfill based on the investigation completed. The defects were not observed in the photo or retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced stopper pop off and leakage. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: they laid the tube of blood on the counter and it exploded. In another incident the tube was leaking during a blood draw.